Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycaemic event. At the time of the event the patient just replaced their insulin pump, after an earlier hyperglycemic event. On the day of the event, the patient woke up and could not get out of bed. The patient experienced being lightheaded, was thirsty, sweaty, and dehydrated. Furthermore, the patient stated that the blood pressure ¿plummeted¿, and that the heart rate went down. The patient was not able to remember what the cgm device was displaying at that moment, but stated that he was so ill, he was also not able to check. An ambulance was called, and the patient was brought to the hospital. The patient stated he would have had diabetic ketoacidosis, and was admitted for a total of 3 days in the intensive care unit (ICU) and was treated with insulin, saline, and intravenous fluids. At the time of discharge the patient had recovered. At an unknown point in the hospital the cgm reading was either 400 mg/dl, or high. The patient did not report a specific cgm malfunction that would have occurred at the time of the event but stated that "the dexcom sensor and the tandem pump would have not been talking to each other", and that he was also never properly showed how to use it. After this incident the patient stopped using the insulin pump. There was no report of further medical evaluation or intervention. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.